Event description:
According to the rptr, the sphygmomanometer was being wheeled down the hall by a health care provider. A resident had fallen in the hallway and the provider stopped to assist. As more providers came to assist, someone's clothing caught onto the sphygmomanometer resulting in the device being knocked to the floor. As a result, a mercury spill occurred. The mercury did not come into contact with any of the residents or staff. The fire dept and an environmental contractor were contacted to contain and cleanup the spill.